Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged mlafunction issue was verified while based on the analysis, the alleged battery issue could not be verified.